Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to lead fracture. Lead fracture was confirmed via x-ray imaging and visual inspection during the lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to lead fracture. Lead fracture was confirmed via x-ray imaging and visual inspection during the lead revision. No additional adverse patient effects were reported. Additional information received reported that rv lead fracture was identified after high pacing thresholds were observed. The patient also reported feeling lightheaded at times, after the issue was identified. There was no reported loss of capture (loc). No additional adverse patient effects were reported.